Event description:
A client in home access's post marketing study was not able to stick himself with lancet and asked a friend who was a nurse to stick him. As the attached report shows, the nurse sustained a cut from the lancet herself while assisting the client.